Event description:
The account alleged the pump was leaking at the point where the "y" goes into the catheters that go into the pt. The pt was in the recovery room when the leak was discovered. The account swapped out the pump.

Manufacturer narrative:
Pump has not yet been returned. The investigation is not complete at this time. A follow up report will be submitted when add'l info is available.